Event description:
Acct reports that the septum on the injection site "bulged". Device was used on a child. States they use the standard bd syringe cannula to access injection site. States they have been using the interlink sys since 2/96 and as far as rptr knows, they have not had any other reports reg: injection site failures. States incident occurred on withdrawal of the cannula. No med intervention needed for the pt.